Event description:
Customer complaint - limited data available. The customer complained that the device overheated and burned them.

Event description:
Customer complaint - limited data available . Per public email folder: product was used and I discontinued using it because it does get too hot and did burn my skin. This incidient was back in (B)(6) 2022. Whether the consumer seeked medical attention was not noted.